Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the display board flashes up but does nothing after that on a large volume pump module. The biomed had only replaced the left iui and was still experiencing the issues. There was no patient involvement.